Event description:
It was reported that the patient is a chinese tobacco user with a medical history of hepatitis b and benign prostatic hyperplasia (bph). Lab test completed seven days prior to the procedure showed the patient had a serum psa level of 4.7ng/ml. A uroflow assessment performed a day prior to the study procedure showed a total voided volume of 228ml and the post void residual of 23ml. The patient was enrolled in the study and underwent the study procedure. During procedure the patient was initiated with antibiotic to prevent infection. The fiber was guided to the prostate tissue, and the energy delivered during the procedure was 594,717j. A day post procedure, the patient voiding trails were successful. The patient was discharged from the medical facility. Three days post procedure, the patient was noted to be experiencing unknown symptoms, and the patient was diagnosed with uroschesis. The medical attention administered for the patient symptom was catheterization. The event was considered to be resolved without sequelae 3 days post onset symptom. The investigator assessed device and procedure relationship to the patient symptom as probably related.

Manufacturer narrative:
The subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available, there was no device allegation. A review of the device IFU and operators manual was completed and there is no evidence the device was used contrary to product labeling. Based on the information currently available an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the patient is a chinese tobacco user with a medical history of hepatitis b and benign prostatic hyperplasia (bph). Lab test completed seven days prior to the procedure showed the patient had a serum psa level of 4.7ng/ml. A uroflow assessment performed a day prior to the study procedure showed a total voided volume of 228ml and the post void residual of 23ml. The patient was enrolled in the study and underwent the study procedure. During procedure the patient was initiated with antibiotic to prevent infection. The fiber was guided to the prostate tissue, and the energy delivered during the procedure was 594,717j. A day post procedure, the patient voiding trails were successful. The patient was discharged from the medical facility. Three days post procedure, the patient was noted to be experiencing unknown symptoms, and the patient was diagnosed with uroschesis. The medical attention administered for the patient symptom was catheterization. The event was considered to be resolved without sequelae 3 days post onset symptom. The investigator assessed device and procedure relationship to the patient symptom as probably related.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available, there was no device allegation. A review of the device instructions for use (IFU) and operators manual was completed and there is no evidence the device was used contrary to product labeling. Based on the information currently available an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Manufacturer narrative:
The subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available, there was no device allegation. A review of the device IFU and operators manual was completed and there is no evidence the device was used contrary to product labeling. Based on the information currently available an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the patient is a (B)(6) tobacco user with a medical history of (B)(6) and benign prostatic hyperplasia (bph). Lab test completed seven days prior to the procedure showed the patient had a serum psa level of 4.7ng/ml. A uroflow assessment performed a day prior to the study procedure showed a total voided volume of 228ml and the post void residual of 23ml. The patient was enrolled in the study and underwent the study procedure. During procedure the patient was initiated with antibiotic to prevent infection. The fiber was guided to the prostate tissue, and the energy delivered during the procedure was 594,717j. A day post procedure, the patient voiding trails were successful. The patient was discharged from the medical facility. Three days post procedure, the patient was noted to be experiencing unknown symptoms. The patient was diagnosed with uroschesis. The patient sough medical attention and had a clinical visit due to the symptom. The event was considered to be resolved without sequelae 3 days post onset symptom. The investigator assessed device and procedure relationship to the patient symptom as probably related.